Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Cusomer reported that insulin pump was removed for some time due to being in a rehabilitation ceter after knee surgery. Customer attempted to reconnect insulin pump, replaced battery and received excessive software error alarms. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.